Event description:
Per report on 03 october 2017, what was previously described as possible valve dysfunction was later classified as structural valve deterioration. Per report, the valve remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 21mm trifecta valve was implanted. Per report when the study coordinator reached out to the study site for the 9-year follow-up, abbott was informed that the study subject had been hospitalized in (B)(6) 2017 for anemia secondary to a gi bleed, heart failure, and possible ¿valve dysfunction.¿ per report on (B)(6) 2017, the device remains implanted and the patient is stable and at home. No further intervention is planned at this time. ((B)(4)).